Event description:
It was reported that during testing conducted at the MFR, the drill heated up. This event did not occur in a surgical environment, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The drill was returned to the MFR for an unrelated issue and upon eval, an overheating condition was found. Internal components were evaluated, which revealed the rotor was stuck in the motor assembly. If the rotor does not rotate freely, heat will be generated due to excessive friction among mating components. The motor assembly and rotor assembly were replaced, and additional preventive maintenance was also performed. The drill was returned for the user facility.